Manufacturer narrative:
21-oct-2021: device evaluated by MFR: the rotapro device along with this rotawire were returned for analysis microscopic and visual inspection of the device found a kink 30.5cm from the proximal tip. The returned rotawire was able to be removed from the returned rotapro device with resistance but could not be reinserted due to the kink. A dimensional inspection was performed, and the device met specification.

Event description:
It was reported that the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified lesion. A 2.00mm rotapro was used for treatment, but when attempting to remove the burr from the patient it became stuck on the guidewire. The burr and the guidewire were removed outside the patient together, and the procedure was then competed with a different rotapro 2.00mm device. No patient complications resulted in relation to this event. Upon microscopic and visual investigation of the device, it was discovered that there was a kink near the proximal tip. When performing functional testing, the rotawire was able to be removed with resistance. However, the rotawire was not able to be reinserted, likely due to the kink.

Event description:
It was reported that the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified lesion. A 2.00mm rotapro was used for treatment, but when attempting to remove the burr from the patient it became stuck on the guidewire. The burr and the guidewire were removed outside the patient together, and the procedure was then competed with a different rotapro 2.00mm device. No patient complications resulted in relation to this event.